Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the customer's reported issue. A review of the event trace revealed ¿rac err1¿ conditions. The unit was producing hw faults when first powered on, and no alarm chirp after the alarm was silenced. Further inspection of the ventilator revealed the super cap c129 on the power board had leaked electrolyte onto the adjacent circuitry. Critical components affected by this electrolyte leakage include u26, u29, u33 and r255. The electrolyte leakage was confined to the power board. Carefusion installed a good known test power board to address the customer's reported issue.

Event description:
It was reported to carefusion that the unit was getting hw fault. While in service, it was discovered that the unit had leaked electrolytes which damaged critical component within the ventilator. There was no patient involvement associated with this complaint.